Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a patient sample. The customer was unable to provide the medical history of the patient therefore it is unknown if the patient had been diagnosed with pancreatic cancer. The following data was provided: sid (B)(6): initial ca 19-9 result: 128.22 u/ml; retest result: 12.25 u/ml (reference range: < 37.0 u/ml). Cea result: 8.36 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). (Full sample ID - could not fit all the digits in the field) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. The ticket lot search did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any related trends for the product for the issue. A review of historical performance of reagent lot 43058fp00 was evaluated using worldwide data for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 43058fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 43058fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any potential non-conformances, deviations, or non-conformances related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect ca 19-9xr reagent lot 43058fp00.correction: d4 - lot no: initial: 43058pn00 / corrected to: 43058fp00